Manufacturer narrative:
This report is submitted on june 6, 2017.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was reimplanted with another fixture on (B)(6) 2017.